Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had continuous problems with infection since implant. It was noted that IV treatments had been used and they continued at the time of the report. The reporter stated that the devices caused "an ongoing infection that doctors had not been able to get rid of." It was reported that the patient's physicians wanted to explant the system. It was noted that the patient's doctor believed the device system was the cause of the infections. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# n200158,implanted: (B)(6) 2009. Product type: lead: product ID 3986a, lot# n200158, implanted: (B)(6) 2009. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
Additional information reported that the patient had 'recurring cellulitis around the implant sites.' It was further reported that the patient 'required antibiotics for the cellulitis' on (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012. It was also noted that the (B)(6) 2009 antibiotics were administered intravenously. It was reported that on (B)(6) 2009 the patient experienced 'chest congestion and chills.' It was also reported that the patient's cough produced a 'green' product. It was also stated that the patient experienced a fever and fatigue. It was noted that the patient had mild erythema on his lower left back and did not present 'clear breath sounds bilaterally.' The patient underwent an x-ray and was reported to have had 'lower left lobe pneumonia.' It was reported that on (B)(6) 2009 the patient showed 'significant improvement' and a decrease in wheezing. It was reported that on (B)(6) 2009 the patient experienced 'another occurrence on right buttocks' of cellulitis. It was further reported that on (B)(6) 2010 the patient was 'starting to get infection on left buttock again.' It was reported that on (B)(6) 2010 and (B)(6) 2011 the patient experienced 'cellulitis on his buttocks.' It was reported that on (B)(6) 2011 the patient experienced 'cellulitis on his buttock.' The patient was also reported to have had 'four different lesions.' The lesions were reported to have been 'very painful' and 'sensitive to the touch.' It was further reported that the patient's 'hernia had doubled in size' and that he was very 'painful and sensitive in his abdomen.' It was reported that on (B)(6) 2012 the patient had 'signs of infection on implants.' It was reported that following evaluation of the patient's back for 'infection at the implant site' on (B)(6) 2012, the patient was found to be 'erythematous.' It was also noted that the patient was 'still having symptoms of kidney stones.' The symptoms were stated as 'urgency' and being 'unable to completely empty bladder.' It was reported that on (B)(6) 2012 the patient was 'showing signs of infection at the implantation site.'